Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales representative reported on behalf of healthcare professional left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Sales representative reported on behalf of healthcare professional left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Implant date "over 40 years ago". Additional, changed, and/or corrected data: b5, b6, g2, h6, h11. The reported events of necrosis and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: necrosis and capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported "necrotic debris inside the capsule" and capsular contracture, baker grade unknown.